Event description:
It was reported that the platform showed user advisory ua07 (discrepancy between load 1 and load 2 too large) that was unable to be cleared. Additional information was received whereby customer indicated that the autopulse was a spare platform that was given to the crew. There was no pt involvement when this incident occurred. No further information was provided.

Manufacturer narrative:
The autopulse (B)(4) was returned to zoll circulation on (B)(4) 2013 and analyzed. Visual inspection of the device indicated that no damage was observed. Archive data exhibited user advisory ua07 in most of the sessions. Functional testing could not be performed as both load cells were damaged. Probable root cause associated with this event may have been due to defective load cell module.